Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to replicate the reported issue. Fault code 45 (general code) and 52 (transducer related) were identified in the log. After further testing, the stm replaced the datasettes due to drifting in the transducer offset readings from within tolerance to out of tolerance. The iabp was then put to run without issue for two hours, turning on/off without identifying any "electrical fails tests codes" at power up. All calibration, functional and safety tests were passed per factory specifications, and the iabp was returned to customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
The customer reported that during initial morning startup, the cs300 intra-aortic balloon pump (iabp) generated ¿electrical test fails # 1. There was no patient involvement and no adverse event was reported.